Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 21, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 10, 2023.